Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the "device on continuous reboot cycle." There was no reported patient involvement/adverse patient impact.